Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2009, the patient was implanted with a scs system. On (B)(6) 2010, it was reported that the patient was without stimulation. The patient had not charged the device in 3 months and had not checked the battery. In the past, the patient would charge for an hour, but the charger never indicated that the ipg was full. The patient was sent another charger. The new charger would not communicate with the ipg. The doctor plans on replacing the ipg.